Event description:
It was reported that prior to a transcatheter aortic valve procedure involving the evfxplus-26, a pre-implant balloon valvuloplasty (bav) was performed for a bicuspid aortic valve. A post-implant bav using a 22 mm non-medtronic balloon was conducted under rapid pacing due to a paravalvular leak, which caused a valve dislodgement. The implant depth on the non-coronary cusp and left coronary cusp changed from 3 mm to -35 mm after dislodgement. Subsequently, a second valve was implanted in the patient as treatment. A procedural delay of 3 hours occurred.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012470437); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012457879); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012320311); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter aortic valve procedure involving the evfxplus-26, a pre-implant balloon valvuloplasty (bav) was performed for a bicuspid aortic valve. A post-implant bav using a 22 mm non-medtronic balloon was conducted under rapid pacing due to a paravalvular leak, which caused a valve dislodgement. The implant depth on the non-coronary cusp and left coronary cusp changed from 3 mm to -35 mm after dislodgement. Subsequently, a second valve was implanted in the patient as treatment. A procedural delay of 3 hours occurred. Additional information was received indicating that a non-medtronic guidewire (safari xs) was used during the procedure. Additionally, during deployment of the first valve, the starting point was bottom of pigtail. Paravalvular leak of moderate severity was observed prior to the post-implant bav. And it was noted that the first valve dislodged in the aortic direction.